Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, and pre-implantation testing. However, the device did not meet the requirements for pressure-flow and reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. Approximately 90 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the flushing of the shunt failed when pumping the reservoir. It was stated the shunt was considered to have an anomaly and was replaced.